Manufacturer narrative:
Evaluation of the returned cartridge confirmed a leak occurred in the arterial cap on the filter. The crack noted at the endcap was most likely caused by stress or fatigue. Review of device history records revealed that the lot of cap components met all specification requirements. Mechanical stress testing performed during the manufacturing process also passed all acceptance criteria. There is no evidence to suggest that a manufacturing defect occurred. The cause of the filter crack appears to be due to a component failure, most likely caused by exposure of the filter to high pressures over an extended period of time, possibly from clotting that may have occurred in the arterial header of the filter, which led to a loss in filter integrity and the resultant leak. There was no pt injury as a result of this event. The user's guide contains the following warning "the risk of clotting increase during long treatments, when blood flow stops, and when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak." The device labeling is appropriate for the safe and effective use of the product.

Event description:
It was reported that an external filter blood leak occurred during an extended cvvh dialysis treatment. The amount of blood loss from the leak was estimated to be 100cc. Treatment was discontinued. No medical intervention was required.